Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead which is connected to a non boston scientific device, exhibited shock impedance measurements of 180 ohms during an unsuccessful defibrillation threshold (dft) test. This happened during the changeout procedure of the non boston scientific device. The lead configuration was reprogrammed in which normal impedance measurements were observed, however the measurements had risen back up to 180 ohms since then. Technical services (ts) discussed troubleshooting recommendations. The lead remains in service. No adverse patient effects were reported.